Event description:
Additional information was received that earlier this spring the patient was referred to another facility for a potential heart transplant. Subsequent attempts for further information have been unsuccessful in obtaining any new data.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to a setting that would not deliver tachycardia related therapy if it were needed. At this time, it is unknown if the deactivation was intentional, and further information has been requested from the boston scientific field representative. No adverse patient effects have been reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.